Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) seal was buckling. The uso seal was replaced to fix the issue.

Event description:
The device was returned due to the downstream occlusion (dso) seal being bubbled and delaminated. Corrosion was also observed on the springs within the battery compartment/jl. The results of the investigation found that the device's upstream occlusion (uso) seal was buckling. There was no patient involvement.